Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that following their battery placement, the patient experienced increased seizures. The patient later had a battery replacement due to battery depletion. The explanted device is not available for return to the manufacturer, so it is assumed it was likely discarded. No other relevant information has been received to date.

Event description:
Despite initial reports, the device is in-fact available for return. The suspect product has not been received by the manufacturer to date.

Event description:
The patient's physician later reported that they are not certain and cannot directly correlate whether the increased seizures are related to vns therapy. The patient has other external factors in play with her evolving care/ medications. Their seizure volume has been variable under the physician's care, so it cannot be determined if it has been an increase or decrease from pre-vns baseline levels.